Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the unit was not working. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), a 2:1 ratio cutter, serial number (B)(4), a 3:1 ratio cutter, serial number (B)(4), and a 4:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) for serial number (B)(4) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the skin graft mesher by zimmer biomet surgical on december 1, 2017 revealed that the pre-testing could not be performed due to the bent comb. The roller, shoulder bolts and ratchet gear were all damaged. The device came in with four cutters, the 2:1 cutter, 3:1 cutter and 4:1 cutter all produced passing sample meshes. The 1.5:1 cutter failed to produce a passing mesh. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(4) 2017 which included replacement of the comb, roller, shoulder bolts and ratchet gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the pre-testing could not be performed due to the bent comb. The roller, shoulder bolts and ratchet gear were all damaged too. The 1.5:1 cutter also failed to produce a passing sample mesh. The root cause of the unit not working was due to the bent comb and numerous damaged components. The issue was resolved with the replaced comb, roller, shoulder bolts and ratchet gear. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that the unit was not working. There was no harm. No adverse events were reported as a result of this malfunction. Investiagtion revealed that the comb was bent.